Manufacturer narrative:
Additional information: d10, h3, h6. As received, a complete lead was returned in one piece with the helix partially extended and clogged with dried blood/tissue. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tie down impressions. The cause of the reported events were isolated to external abrasion consistent with friction to the device can. The reported events of over sensing and insulation damage were confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was observed on the right ventricular lead. During a revision procedure, insulation damage was visually observed. The lead was explanted and replaced to resolve the event and the patient was in stable condition. Related manufacturer report number: 2017865-2020-13343.